Event description:
A 3.0 diameter x 15 mm length sprinter mx2 dilatation balloon catheter was inserted in a pt for pre-dilatation of the circumflex artery. The lesion is reported to have 80% stenosis. It was reported that the balloon was inflated to 5 atms one time, however; dye did not fill the balloon, it apparently filled with air, and the balloon would not deflate (MFR report #2953200-2007-00210). The physician pulled negative with the inflation device and than a 20cc syringe with no deflation. The physician was able to remove the balloon partially inflated successfully from the pt. A second sprinter of the same size was used and the physician experienced the same problem. Another MFR's balloon was used to successfully pre-dilate the lesion. The pt is reported to be fine and no add'l clinical sequelae were reported.

Manufacturer narrative:
Eval summary: medtronic has received the device and the analysis has been completed. The balloon of the device had been inflated, but was now partially deflated. There was no liquid in the balloon but, there was a small volume of air still in the balloon. The balloon bond was necked down onto the inner of the device. There is no other damage to the shaft of the device. Inflation of the balloon was attempted but no further inflation of the balloon was possible. Pulling a vacuum on the balloon of the device failed to deflate the balloon any further. There was no evidence of foreign material within the inflation lumen of the device. The possibility exists that the balloon bond may have been necked during handling of the device during preparation for use in the procedure.